Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse preformed a test drive but could not replicate issue and found no errors related to this. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the surgeon lost control of arm 3. The technical support engineer (tse) found no related logs. The tse noticed the surgeon only had arms 1, 2, and 3 docked and inquired if it was possible if mtmr was assigned to arm 4 at any time in the procedure but the site was unsure if that occurred. The tse was unable to provided technical assistance since customer had already moved on with procedure without further issue. The procedure was completed with no reported injury.